Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported does not prompt to load, which was reproduced through troubleshooting of the device. Visual inspection found the cause was a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not prompt to load. There was no patient involvement. No additional information is available.